Event description:
It was reported the hub detached from this introducer sheath, during preparation for a run off procedure. Another introducer system was used to successfully complete the procedure without any patient complications. This device has been destroyed by the user facility. Therefore, no failure analysis will be available. Without the device for evaluation, co cannot determine the exact cause for this event.